Manufacturer narrative:
Investigation summary: since no samples displaying the condition reported are available for examination, we were unable to fully investigate this incident. No root cause can be determined as no samples were received. A device history record review showed no rejected inspections or quality issues during the production of the provided lot number that could have contributed to the reported defect.

Event description:
It was reported that the needle of the bd¿ luer slip-tip syringe with attached needle pulled out of the hub during the injection. The following information was provided by the initial reporter: "wife injects testosterone 1mm syringe caps are hard to remove needle comes out with it. Went to remove cap and needle came out. Also when injected her husband the needle pop out needle popped off no injury to her husband. The cap to the needle is on to strong. The needle did not come off till she went to inject it."

Event description:
It was reported that the needle of the bd¿ luer slip-tip syringe with attached needle pulled out of the hub during the injection. The following information was provided by the initial reporter: "wife injects testosterone 1mm syringe caps are hard to remove needle comes out with it. Went to remove cap and needle came out. Also when injected her husband the needle pop out needle popped off no injury to her husband. The cap to the needle is on to strong. The needle did not come off till she went to inject it."

Manufacturer narrative:
H.3. A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.